Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states wired exposed on joystick cable, chair will intermittently not drive.